Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. The technical support team informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.